Manufacturer narrative:
This follow-up MDR is created to document the corrected date of implant, product information (exact model, lot, and UDI numbers are unknown) and additional event information. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information from the legal representative, reported to coloplast though not verified, stated severe pain with daily activities and intercourse and required revision surgery. Operations to attempt to locate and remove mesh, repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various area of the pelvis, spine and the vagina and operators to remove portions of the female genitalia. Urinary incontinence, physical deformity and the loss of the ability to perform sexually. An altis was also implanted at same surgery (refer to 2125050-2017-00068 for the altis complaint).

Event description:
Additional information received further reported that in (B)(6) 2017, the patient had experienced or was experiencing erosion of mesh into the posterior vagina and rectum, and recurrent cystocele.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document asr / product code oto / exemption # e2014015. Total number of events summarized: 20. Restorelle - 19. Novasilk - 1 - attachment: [oto.apr.may.2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated abdominal pain and vaginitis.